Event description:
During a ptca/stenting treatment procedure, crossing difficulties were encountered with the express2 stent. The lesions in the pca had been pre-dilated and an express2 4.0mm x 16mm stent was deployed proximally. An unsuccessful attempt to place a second express2 4.0mm x 16mm stent in the distal rca was made. The express2 stent/delivery system was removed and a maverick 4.0mm x 15mm balloon dilatation catheter was advanced to the mid-rca and a series of inflations at 8-10 atmospheres were performed. A non-flow limiting dissection was noted following ptca. An attempt was made to place a 4.0mm x 8mm express2 stent in the mid-rca, but it could not be advanced over the guidewrie. When the stent delivery system was removed, the stent was no longer on the balloon. The stent was seen on cine in the mid-rca and appeared to be stable. Attempts to retrieve the stent with several maneuvers, including wires, balloons and a microvena snare (could not advance) were unsuccessful. Then an express2 4.0mm x 12mm stent would only advance after several additional dilatations, but could not be advanced into the distal rca. Position was lost and the guide catheter, stent/delivery device and wires were removed as an unit. It was then noted that this stent had embolized into the proximal right coronary artery. Several attempts to snare it were unsuccessful. The patient was pain-free, hemodynamically stable and had timi iii flow into the distal vascular bed. They went to surgery for double saphenous vein bypass grafting to the pda and obtuse marginal that night. The patient did well post-operatively.